Event description:
It was reported that a patient had generator replacement surgery on (B)(6) 2016. After the generator was replaced, the physician planned to program the device to 0.25ma but the patient experienced a short period of asystole. The physician decided not to program the patient's device on at that time. The asystole occurred for 5-6 seconds while diagnostics were being performed. The impedance and communication were ok, and the patient came out of asystole without any intervention. The device was not programmed on while the asystole occurred. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4)

Event description:
Product information of the generator was received on 09/07/2016.